Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8711, lot# j0058177r, implanted: (B)(6) 2001, product type: catheter.

Event description:
(B)(4): information was received from a healthcare provider (hcp) regarding a patient who received hydromorphone (2.5mg/ml, 0.43mg/day) and bupivacaine(2mg/ml, 0.34mg/day) in an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. Since (B)(6) 2015, the patient experienced gradual increased pain despite dose increases. A CT scan of the catheter showed it to be at thoracic vertebra level 7 (t7), but the catheter "turned and was running to sacral vertebra level 1 and 2 (s1 and s2). A catheter access port (cap) study was performed on (B)(6) 2016 and the hcp as able to aspirate freely 1-2ml. The study indicated the catheter was "running into the sacrum." There were no volume discrepancies at refills. The hcp requested assistance performing a priming bolus post cap dye study. No further information was provided.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.